Event description:
It was reported that the patient experienced pain at the pocket site. The patient underwent an ipg explant procedure and the explanted ipg will not be returned per hospital policy.

Manufacturer narrative:
Event date approximated based on the date the manufacturer became aware of the event.